Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads, minor scratched display window and missing end cap sticker. The insulin pump powered up properly after battery installation. No display anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen was cracked and numbers were difficult to see. Insulin pump would need to be replaced.